Manufacturer narrative:
Controls were run before the event and the results were within established ranges. The customer replaced the cc sample probe and cc sample syringe and verified instrument performance. A field service engineer (fse) was dispatched to the customer site. The fse replaced the level sense bead, performed alignments and verified instrument performance. Bec hotline verified and confirmed with the customer that no incorrect patient results were generated after service was performed. A clear cause of this event is unknown; any of the parts replaced by the customer and by the fse could have contributed to this event.

Event description:
A customer contacted beckman coulter inc., (bec) to report that the unicel dxc 800 pro synchron clinical system generated low and oir lo flag (out of instrument range low) with suppressed results on patient samples for several cartridge chemistries (cc). It is unknown the total number of affected samples and analytes. The customer re-ran all patient samples from the last acceptable qc and verified the results by running the samples on another analyzer and amended the incorrect results. The customer stated many cc results were below the expected value or oir lo flag with suppressed results. Nine total erroneous results were reported outside of the laboratory. The customer is unaware of any impact to patient treatment based on the false reported results.